Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse observed the probe leaking as well as the hemoglobin blanking out on startup. The fse replaced the dual diluent filters, which were clogged, to resolve the leak. The fse replaced the hemoglobin lamp to resolve the hemoglobin blank issue. (B)(4).

Event description:
The customer reported a leak from the probe of a coulter act diff 16 analyzer. The customer noticed the leak at the end of the startup cycle. The volume of the leak was less than 1 ml and was not contained within the instrument. The customer also reported that hemoglobin was failing startup. The instrument operator was wearing gloves at the time of the leak. There were no reports of direct contact with the leak. There were no erroneous results generated in connection with this event.